Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Per the customer, the patient is of (B)(6) ethnicity.

Event description:
The customer reported a false positive result on a direct tested nasopharyngeal swab with ID now covid-19 assay. Confirmation testing was performed on (B)(6) 2021 with cepheid pcr on a nasopharyngeal swab in viral transport media and generated negative results. Per the customer, as a result of the false positive, the patient was admitted to an intensive care unit (ICU) cohort area.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1022272 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: 1022272 , test base part number 190-430 / lot: 1022272 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1022272 showed that the complaint rate is (B)(4). Bbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided.